Event description:
Following a diagnostic procedure, an angio-seal device was placed and hemostasis was successfully achieved. However, 3.5 hours later as the patient was ambulating, arterial bleeding was noted from the puncture site. The patient was returned to bed where manual compression and sandbag placement controlled the bleeding. The patient was noted to have no hematoma formation and good pulses following this event.